Manufacturer narrative:
The meter was returned for eval. The consumer complaint is confirmed. Eval of the returned device revealed that the internal lcd screen was cracked and damaged. There was no evidence of physical damage to the exterior of the blood glucose monitor. Although the root cause could not be conclusively determined, a contributory factor may be attributed to maintenance or handling as the failure is consistent with having been dropped.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter was missing the third digit in the lcd screen.